Event description:
During investigation, a controller error was found due to an automated impella controller software issue. There were no adverse events caused by the reported console issue.

Manufacturer narrative:
The console was received from the customer and an investigation regarding the returned device has been completed. The logs showed that after 1 day and 18 hours, when the peak signal-to-noise ratio alarm was resolved, a ¿controller error (opm comm stopped) [optical pump connected] ¿ alarm,¿ occurred, which was automatically resolved in 17 seconds. The console was tested. The root cause of the controller error was due to an automated impella controller software issue.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The customer reported an optical sensor issue.